Manufacturer narrative:
Investigation included a review of the reported mechanical damage to the display assembly and assessment of device usability impact. Investigation of this case revealed physical damage to the screen consistent with external force during normal use conditions. It was concluded that the event was due to user-induced mechanical damage to the display, and a replacement device was provided.

Event description:
It was reported that the ilet handheld screen cracked after the user rolled onto the device during sleep, leaving the device powered but locked due to the inoperable touchscreen. Symptoms included no reported adverse physiological effects. Outcomes included user inability to interact with or unlock the device and the need for device replacement.